Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 1.9g over specification.

Event description:
Suspected bilateral symptomatic rupture left side.

Event description:
Suspected bilateral symptomatic rupture and bilateral capsular contracture, baker grade 3, left side.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.